Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred as of 20-jan-2023, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. The patient was hospitalized for 24 hours and a chest tube was placed to resolve the pneumothorax. The patient was discharged home the next day.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. Two lesions in the right upper lobe were biopsied. The first lesion was 12mm in size and located 4cm from the pleura. The second lesion was 8mm in size and located 1cm from the pleura. Flexision biopsy needles (21gauge and 23 gauge) were used. After the procedure, the patient experienced chest pain. A pneumothorax was identified. The initial size of the pneumothorax was moderate, approximately 3cm from the lateral parietal pleura. Per the physician, the pneumothorax was caused by transbronchial biopsies and that it could have possibly occurred with another biopsy modality. The patient was hospitalized for 24 hours and a small bore/pigtail chest tube was placed to resolve the pneumothorax. The patient received medication (opioids) to relieve the pain. The patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.